Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets appeared clogged as case progressed. The co2 pressure is maxed out toward the end of the case as the air/mist flow coming from cb-1000 becomes increasingly inconsistent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, blower mister with IV sets appeared clogged as case progressed. The co2 pressure is maxed out toward the end of the case as the air/mist flow coming from cb-1000 becomes increasingly inconsistent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.